Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt or check belt" messages) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation the cable connecting ECG c and ECG d was severed and missing. The cause for the failure was the severed cable. The root cause for the severed cable was physical abuse. No adverse event resulted from the severed cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing "adjust belt or check belt" messages.